Event description:
The customer reported that there was a problem discharging energy via a set of internal paddles. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.